Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements that has been going on for some time. The patient was brought in for a 41j commanded shock and impedances measured 109 ohms. A low voltage test post 41 joule shock measured 138 ohms. It was noted the alert trigger had been set to 150 ohms in the past. The plan is to increase it to 175 ohms. At this time, the lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the return of the lead. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements that has been going on for some time. The patient was brought in for a 41j commanded shock and impedances measured 109 ohms. A low voltage test post 41 joule shock measured 138 ohms. It was noted the alert trigger had been set to 150 ohms in the past. The plan is to increase it to 175 ohms. At this time, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned in three segments severed 69, 123 mm from the terminal end. Analysis determined that the increased impedance measurements may have been impacted by calcium deposits on the tip or electrodes of the returned lead. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements that has been going on for some time. The patient was brought in for a 41j commanded shock and impedances measured 109 ohms. A low voltage test post 41 joule shock measured 138 ohms. It was noted the alert trigger had been set to 150 ohms in the past. The plan is to increase it to 175 ohms. At this time, the lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.